Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up in the clinic, the right ventricular lead exhibited noise reversions and capture anomalies. The device was reprogrammed and the lead remained implanted.